Event description:
It was reported that this right atrial (ra) lead exhibited a low out of range pace impedance measurement less than 200 ohms which triggered a lead safety switch (lss). As a result of the lss, the device automatically switched the ra lead from the bipolar to the unipolar pacing and sensing configuration. The ra lead is not a boston scientific product. At the request of the medical engineer (me), the safety switch was turned off. The lead remains in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).